Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose ranged from 270-271 mg/dl. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support.